Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alleged under delivery. Customer's blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis.